Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 indicated blood glucose levels between 18 mmol/l and 25 mmol/l with fatigue. The patient reported removing the pump due to the blood glucose levels not responding to boluses with the pump. The reporter indicated that the blood glucose levels elevated to 25 mmol/l with fatigue after disconnecting from the pump due to using only short acting insulin because the reporter did not have long acting insulin available at the time of the event. The reporter indicated that the pump supplies were changed multiple times in 48 hours and indicated that the injections were given to correct for the blood glucose levels. The reporter indicated that at one point the tubing was noted to have come loose from the cartridge but even after the supplies were changed out, the blood glucose levels remained elevated. The reporter confirmed that there were no alarms related to the event, no site issues noted, and no changes in medication or activity levels. This report is made based on the allegation that the patient experienced hyperglycemia associated with the allegation that the blood glucose levels were not responding to pump boluses.

Manufacturer narrative:
Follow-up #1: date of submission 07/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2014 with the following findings:a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.